Event description:
Related manufacturer reference number: 2017865-2022-41321. It was reported that an over current detection(ocd) message was observed. Appropriate shocks were delivered. No changes were made. The patient will be monitored.